Event description:
It was reported that the pt has had a morphine pump for the past 6 months. Since that time, the day before her refill is due she experiences electrical shocks to her head, things go black, her legs are weak, she does not feel well, she has shocks of pain, and her eyes roll. The last time she had the event it was at heart level. She had mentioned it to her neurosurgeon and the emergency room and was told that it was warning signs of a headache. This is what was documented in her file. At her pump refill, they told her that when she noticed the electrical shocks, it was because she was going to have a headache. The pt didn't believe that this was the case. When she has the electrical shocks at night, the next day she is "as sick as a dog" and it takes about 30 hours before everything is back to normal. The pt was wondering if it was withdrawals, but when she goes to the hospital, she looks like a "narcomane". She spoke to two pharmacist and they told the pt that it could be the morphine. The pt believes her symptoms are due to morphine. At the end of her cycle she yawns a lot and this could be a symptom of withdrawal. Her pump refills had been every 3 weeks, but they were changing them to every 10 days. A follow-up report will be sent if add' info becomes available.